Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for non-malignant pain. The pump contained fentanyl [2000 mcg/ml] at a dose of 851 mcg/day and bupivacaine [20 mg/ml] at a dose of 8.51 mg/day. It was reported the patient came in for a refill that day ((B)(6) 2017), and they were only able to fill the pump with 35 cc. The hcp stated the patient had a 40 cc pump, so they should have been able to fill it with 40 cc of drug. The hcp stated that was the first time that had happened for that patient. The hcp stated when the patient came in, the hcp was able to aspirate 5 cc which was expected. The hcp stated she saw air bubbles when aspirating. The hcp stated she used the manufacture refill kit, and everything with the procedure went fine. The hcp stated the patient had not been exposed to a hyperbaric chamber. The hcp stated they had already filled the patient¿s pump with 35 cc of drug without further difficulties, so no assistance with troubleshooting was needed. The hcp stated if the manufacturer had further questions they could contact either herself or the other pump nurse. No patient complications/symptoms were reported. The current drug in the pump was the drug related to the event. The hcp stated the patient had a personal therapy manager (ptm) with the following parameters: 949 mcg, 9.5 mg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.